Event description:
It was observed during the device inspection, that the colonovideoscope exhibited the cut part of the string (strand) protrudes from the inside. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was 04/22/2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the metal wire was protruding out of the appearance of the insertion section, which likely occurred due to irregular stress applied to the insertion section during device handling by the user. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.